Event description:
It was reported that the high voltage cable on the stenoscop system c-arm cracked. It was noted that the unit is functional, but the cable needs replacement. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.